Event description:
Customer reportedly received a result of 481 mg/dl on his device, and a result of 108mg/dl on the nurse's device within 3 minutes. No actions taken based on device results. No adverse event reported and no treatment received. No quality control were used. Requested return of suspect device and replacement was sent.